Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer's insulin pump alarmed an a64. Customer stated she gets the a64 alarm, daily and at the same time. During troubleshooting, customer stated she went into the settings to change the time but it still alarmed. The blood glucose reading was 210mg/dl. No additional information provided.